Event description:
It was reported that the patient passed away on (B)(6) 2022 due to cardiac arrest. The death was not considered to be device related and the device operated as expected. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this investigation. The device was retained by the hospital and will not be returned for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20may2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.